Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per end user the chair tipped forward while going down the ramp. She stated normally the chair would even out but it did not this time. She fell and did not seek medical attention now she is sore and bruised.